Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. As a result, during surgical intervention on (B)(6) 2014, to replace the patient's lead, (reference MFR. Report#: 1627487-2014-20410), the physician also explanted and replaced the patient's ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.